Manufacturer narrative:
The device was not returned. During troubleshooting with the olympus sales representative onsite, the olympus technical assistance center representative (tac), recommended swapping cameras to test and one camera worked fine, the other did not. It was suggested, per the instructions for use manual, to clean the electrical contacts of the video connector, connect again and observe the results. The olympus representative cleaned the gold contacts on the camera connectors and let them air dry. The error code e226 was cleared and did not come back. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the visera elite ii video system center displayed communication error code e226. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Customer's allegation was not confirmed. Based on the results of the investigation, since error was solved after customer cleaned the camera connector, it was presumed that it was temporary scope contact failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.